Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a document was extracted by the pms team from spain, 30 cases involved and 3 complications (1 fracture, 1 infection and 1 pain). This incident is capturing patient presented progressive pain in the buttock on the affected side at 6 months? Follow-up. Complete radiolucency of the stem without implant mobilization was detected in the radiological control, and the patient is now pending surgical revision.